Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adapter, coin battery, and a particular circuit board were replaced. A collimator and filament calibration were completed. Also, the software was updated and the calibration files reloaded. The system was then found to be operating as intended.